Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-11157. The events of necrosis, seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, seroma-late, and capsular contracture baker grade unknown.

Event description:
Patient's representative reported "repeated seroma", "necrosis formations", "capsular contracture baker grade unknown" and "depression". Later abbvie representative reported "wound healing disorders", "therapy-resistant wound healing disorder", "necrosis", "clear, odorless fluid was drained", "suture gap of approx. 2 cm with exposed prosthesis", "necrosis of the entire soft tissue of the skin in the areola area", "black/necrosis", "detection of staphylococcus lugdunensis and enterobacter cloacae", "seroma formation", "swollen and overheated", "infection determined (result: gram-positive cocci, findings: staphylococcus, wound healing disorder)", "lymph edema", "opening of the prosthesis pocket" and "stressed". This record relates to the left side. The device has been explanted. Patient was hospitalized. Patient was prescribed cefazolin, unacid and cotrim forte. Patient underwent capsulectomy.